Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the surgeon experienced a disconnection between the viscous fluid control syringe and it's tube during a silicone oil removal procedure and laser procedure of the left eye. When the disconnection occurred, the complete trocar went into the eye and it created a large incision. The trocar was removed during the same surgical session. The surgeon indicated there was no damage to the retina and "regular" stitching was performed at the end of the procedure. There was no harm to the patient. This report is associated with the trocar dislocation.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The used viscous fluid control (vfc) tubing was connected to the syringe with the 23 gauge (ga) cannula in a pouch. Upon visual inspection, the gray tip plunger was in the bottom of the syringe barrel at 1.4 cc leading line. 0.90 cubic centimeter (cc) silicone oil, by measuring with the scale, was in the syringe barrel. The tip of the 23ga cannula was broken off. Silicone oil was around the cannula and the luer lock of the syringe, likely as a result of shipping. The syringe stopper was properly engaged with the vfc adapter. The blue fitting, high-density polyethylene (hdpe) blue tubing, the 25ga and the 20ga cannula were not returned. A test chamber holding the 23ga trocar cannula was returned with the sample. On a calibrated console, with the returned broken 23ga cannula on the syringe barrel, extraction and injection was performed several times. No separation/detachment occurred during the extraction and injection cycle. According to the directions for use, the gray tip plunger was removed from the syringe barrel, and silicone oil was filled into the syringe. The vfc tubing set was tested using a calibrated console. Utilizing 60 pounds per square inch (psi) pressure in injection mode, the sample could expel the amount of 22.8 cubic centimeters per minute (cc/min) silicone oil with a 23ga cannula taken from the lab stock. At 600mmhg vacuum in extracted mode, the amount of 3.4 cc/min silicone oil could be aspirated to the syringe barrel. The sample functioned per specifications. The plunger performed smoothly; radio-frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).